Event description:
It is reported that the bottom of the poly provisional has a cracked rail.

Manufacturer narrative:
Evaluation summary: provisional was returned for evaluation. On the underside of the provisional, one rail is approximately 90% fractured and there is a deep gouge in the channel. On the top surface abrasions are present. All measurements were found to be within specifications. This part was manufactured in oct 2004. The number of uses is unknown since it is a reusable device. Without additional information, the exact cause cannot be conclusively determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.